Manufacturer narrative:
Efforts to obtain additional information from accredo specialty pharmacy were unsuccessful. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 06-apr-2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on 07-apr-2026. It was reported that the patient's remunity remotes were not functioning as expected and the patient had subsequently been off their medication for approximately two to three days. The patient experienced some shortness of breath but otherwise felt "fine". It was further reported that the patient would be transitioned to the remunity pro system.